Event description:
On (B)(6), 2011, dr. (B)(6) performed a revision surgery of an ifuse implant which was initially implanted (B)(6) 2011. CT imaging revealed that the superior implant was superior to the sacral ala and impinging on the l5 nerve root. Since the patient was a smoker, dr. (B)(6) thought the bone quality may be poor, therefore believed that the implant may have migrated early during bony formation to cause the malposition of the device. The implant was removed. Due to the superior bony formation revealed by removing the first implant, dr. (B)(6) decided no further implants were needed to fix and fuse the si joint. The wound was closed.

Manufacturer narrative:
Based on the CT imaging and the superior bony formation on the implant, the most probable root cause for the implant removal was that the implant was malpositioned during the initial implantation due to the following reasons: the superior implant was a perfect parallel position to the other implants; the super implant was in close proximity to the 2nd implant and would mean that both implants would need to migrate to exhibit their positions; the superior implant was proud of the ilium, therefore it did not migrate medial. Patient did not need additional implants to fix and fuse the si joint.